Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
It was reported that the balloon on btt popped during use.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection identified a tear in the seam of the silicone balloon which propagated outward creating a flap. The tear was not in the area of the suture knot. An inflation test was not conducted based on the size of the tear. The balloon will not hold air. Based on the condition of the device was found the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).